Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The pacing impedance was noted to be chronically low. The lead remains in use. No patient complications have been reported as a result of this event.